Event description:
It was reported that this patient underwent a left knee replacement. Subsequently, they developed an infection. The surgeon washed out the joint and exchanged the poly. The patient was last known to be in stable condition following the event. No further information is available.